Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient presented for a generator change procedure. Prior to procedure, upon interrogation, it was noted that the right atrial (ra) lead exhibited a high pacing impedance and a high capture threshold, which resulted in loss of capture. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.